Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, water was leaking from the blue jacket of the visualase cooling laser applicator system. It was reported that an error message had appeared on the laser generator stating "ttl input is high, to continue set to low". It was reported that the message was related to the leak as when the water flow was stopped and restarted, the message was cleared. The issue was then replicated twice. It was noted that the 5mm damage map from the ablation system could not be viewed and there were questions in regards to if the ablation system was heating. It was reported that the trajectory of the catheter was close to the right mammillary body of the anatomy and that the temp limit set by the surgeon was suspected to have been stopping them from overablating. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated as part of the investigation into the reported issue. It was reported that the software of the thermal therapy system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient age and gender provided. Lot number of concomitant product provided. Ln: 0218245953. Dom: 2019-08-08 expiration date: 2021-08-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred while in a hypothalamic hamartoma ablation procedure. It was reported that the procedure was delayed by fifteen minutes due to the reported issue.